Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(4)

Event description:
It is reported that the physician intended to use a viso pro stent to treat a lesion. It is reported that the stent delivery system would not advance over the wire. After re-prepping the sds, the stent would still not advance over the wire. The procedure was completed with a second unknown stent. No patient injury is reported. Evaluation summary: the visi-pro balloon-expandable biliary stent system was received for evaluation without any ancillary devices or cine images from the procedure. It was noted that the balloon expandable stent had slid distally over the tip of the visi-pro. A 10cc air filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: no fluid or debris was noted exiting the distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip. A 0.035in guidewire was loaded with ease through the distal tip. The distal tip of the guidewire lumen was measured with pin gauges: accepts 0.035in and 0.0355in pins; does not accept 0.036in pin. The stent was removed by pulling distally and the tip was examined: a slight amount of flash was noted at the opening of the distal tip lumen. The crossing profile of the distal tip measured 0.075in. A 0.035in guidewire was loaded through a 6french sheath and into the visi-pro catheter. The visi-pro catheter was able to pass through the 6french sheath with ease.